Event description:
In 2003, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder bifurcated endoprosthesis. An aortic extender component was placed distal to the trunk ipsilateral leg component in the patient's right iliac artery. A reintervention took place in 2008 to reline the grafts due to endotension, as well as a possible type iii endoleak between the trunk ipsilateral leg component and the aortic extender component. Gore excluder aaa endoprosthesis were implanted. The patient is doing fine and no endoleaks were noted post-operatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see attached list of additional devices implanted in this patient: pcc141200/022211303, pca230300/030651503.